Manufacturer narrative:
H4: the lot was manufactured between february 21 and february 23, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed the device flow restrictor taped to the patient's skin. However, the photo did not show evidence of a leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the flow restrictor. This was observed during patient infusion with 2 hours infusion remaining. The device was filled with 80ml fluorouracil (2500mg/50ml) and 35ml normal saline. The drug came in contact with patient's skin; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.